Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: neither catalog number nor lot number are provided. Customer confirm information is not available. Investigation conclusion: neither catalog number nor lot number are provided. Customer confirm information is not available. Root cause description: neither catalog number nor lot number are provided. Customer confirm information is not available. Rationale: neither catalog number nor lot number are provided. Customer confirm information is not available.

Event description:
It has been reported that one unspecified bd¿ ultrasafe device was found experiencing safety shield failure after use. The following has been provided by the initial reporter: injection did not automatically pop up after the medication was administered.